Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw handle broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The saw was returned to the customer. The customer did not file a certificate of medical necessity (cmn) as required for the consent decree. The saw was not analyzed by the service depot. No additional action will be taken at this time.